Manufacturer narrative:
The device was returned and evaluated for the issue of low or no intra-op suction. During the evaluation, a spill was found internal to the device. The diver board and power supply were contaminated. There was no evidence of arcing or sparking and no carbonization noted. The technician also found and replaced a broken wall vacuum valve and nylon screw and a damaged cover lock assembly. The device was decontaminated, repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
Haemonetics received a report on (B)(6) 2015 stating there was "low or no intraop suction" on the orthopat device. No reports of injury or adverse event to the patient or operator.